Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Concomitant products included fluoxetine since (B)(6) 2018. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, 2 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("pain/ painful period/abnormally severe menstrual pain"), menorrhagia ("painful heavy flow /abnormally heavy menstrual bleeding"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), uterine pain ("uterine pain"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2017, the patient experienced weight increased ("weight gain 80 pounds") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced polymenorrhoea ("periods that occur 2-3 times a month"), menstruation irregular ("irregular periods that occur 2-3 times a month"), back pain ("lower back pain"), vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("worsening of her depression"), weight decreased ("weight loss"), urinary tract infection ("urinary tract infections") and complication of device insertion ("trouble with placement"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, polymenorrhoea, menstruation irregular, menorrhagia, alopecia, urinary tract infection, vaginal haemorrhage and complication of device insertion outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, migraine, headache, vaginal infection, dyspareunia, depression, weight increased and weight decreased had not resolved. The reporter provided no causality assessment for dysmenorrhoea, menorrhagia, menstruation irregular and polymenorrhoea with essure (ess205). The reporter considered abdominal pain lower, alopecia, back pain, complication of device insertion, depression, device breakage, dyspareunia, headache, migraine, pelvic pain, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: patient currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion; in 2006: confirming full occlusion of fallopian tubes. Current weight: (B)(6). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet received: reporters, historical condition, concomitant disease, events (urinary tract infections, abnormal bleeding (vaginal), device breakage and trouble with placement were added. Case is now incident. Essure legal manufacture has changed from (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / essure broken off into three different pieces- dropped down uterus'), device dislocation ('migration of essure device- location of device : down uterus'), pelvic pain ('severe pelvic pain/pain'), cholecystectomy ('gall bladder removal') and hernia repair ('repaired hernia') in a 19-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concomitant products included fluoxetine since (B)(6)2018 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("pain/ painful period / abnormally severe menstrual pain/dysmenorrhoea(cramping)"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), uterine pain ("uterine pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("painful heavy flow /abnormally heavy menstrual bleeding"), vaginal discharge ("vaginal discharge"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), depression ("worsening of her depression") and urinary tract infection ("urinary tract infections"), 2 months after insertion of essure (ess205). On (B)(6)2006, the patient experienced vision blurred ("vision/eye problems type: blurred vision") and fatigue ("fatigue"). On (B)(6)2016, the patient underwent cholecystectomy (seriousness criterion medically significant) and hernia repair (seriousness criterion medically significant). On (B)(6)2017, the patient was found to have weight increased ("weight gain 80 pounds/weight gain") and experienced alopecia ("hair loss") and asthma ("asthma"). On (B)(6)2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and device expulsion ("malposition of essure device location of device: essure broken off into three different pieces- dropped down uterus"). On an unknown date, the patient experienced back pain ("lower back pain"), menstruation irregular ("irregular periods that occur 2-3 times a month"), polymenorrhoea ("periods that occur 2-3 times a month"), vaginal infection ("chronic vaginal infections") and complication of device insertion ("trouble with placement") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hernia removal). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, menstruation irregular, polymenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, alopecia, urinary tract infection, cholecystectomy, hernia repair, vision blurred, fatigue, asthma and complication of device insertion outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, vaginal infection, migraine, headache, dyspareunia, depression, weight increased and weight decreased had not resolved. The reporter provided no causality assessment for dysmenorrhoea, menorrhagia, menstruation irregular and polymenorrhoea with essure (ess205). The reporter considered abdominal pain lower, alopecia, asthma, back pain, cholecystectomy, complication of device insertion, depression, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, headache, hernia repair, migraine, pelvic pain, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure (ess205). The reporter commented: patient currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.5 kg/sqm. Hysterosalpingogram - on (B)(6)2005: results: total bilateral occlusion; in 2006: results: confuming full occlusion of fallopian tubes.; on (B)(6)2007: total bilateral occlusion; on (B)(6)2017: total bilateral occlusion found during first exam. Coil was found in three peices on left side found during second exam.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Lab data, concomitant drugs added. Events : malposition of essure device location of device: essure broken off into three different pieces- dropped down uterus, migration of essure device- location of device : down uterus, gall bladder removal, repaired hernia, vision/eye problems type: blurred vision, fatigue, asthma, added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("severe pelvic pain") in a 19-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Concomitant products included fluoxetine since on (B)(6) 2018. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, 2 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("pain/ painful period / abnormally severe menstrual pain"), menorrhagia ("painful heavy flow /abnormally heavy menstrual bleeding"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), uterine pain ("uterine pain"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2017, the patient experienced weight increased ("weight gain 80 pounds") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced polymenorrhoea ("periods that occur 2-3 times a month"), menstruation irregular ("irregular periods that occur 2-3 times a month"), back pain ("lower back pain"), vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("worsening of her depression"), weight decreased ("weight loss"), urinary tract infection ("urinary tract infections") and complication of device insertion ("trouble with placement"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, polymenorrhoea, menstruation irregular, menorrhagia, alopecia, urinary tract infection, vaginal haemorrhage and complication of device insertion outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, migraine, headache, vaginal infection, dyspareunia, depression, weight increased and weight decreased had not resolved. The reporter provided no causality assessment for dysmenorrhoea, menorrhagia, menstruation irregular and polymenorrhoea with essure (ess205). The reporter considered abdominal pain lower, alopecia, back pain, complication of device insertion, depression, device breakage, dyspareunia, headache, migraine, pelvic pain, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: patient currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion; in 2006: confuming full occlusion of fallopian tubes. Current weight: 253 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.